Event description:
It was reported that this lead was explanted due to product performance issue. A new lead was successfully implanted. This lead was retained by the hospital. No additional adverse patient effects were reported.